Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) for investigation. Based on all available evidence, the most likely cause for the screen going black was the operator and caregiver allowing the battery to deplete. The investigation also found the device display button damaged from physical abuse. Resmed reference pr #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device alarmed and the screen was black. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The reported failure modes were confirmed. The investigation determined that the device faults were due to an isolated component failure within the battery assembly. (B)(4).